Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for 358 colony forming units (cfus) of lautropia species, neisseria species, streptococcus sanguinis group, corynebacterium glucuronolyticum, rothia aeria, actinomyces oris. 68 colony forming units (cfus) of neisseria sicca, rothia aeria, streptococcus species, micrococcus species, rothia dentocariosa, granulicatella species, janibacter species. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.